Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. Customer indicated that battery had been out of pump for two days and that the basal rates were recently reprogrammed. Customer's blood glucose was 28 mg/dl at the time of incident. Troubleshooting was done for battery out limit and customer was advised to monitor pump as it appeared that pump was performing as designed.